Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had discomfort at the pocket site with redness. The scs does not provide pain relief. Explant of leads and battery. No known cause. Issue resolved.